Event description:
Patient called rn over to look at his IV line. Patient though he saw a bug in it. Upon further inspection it looked to be a tiny piece of cardboard floating in the line. The IV was not running at that time, it was clamped. IV bag and line replaced immediately. Manager was notified as well as the warehouse. Warehouse is pulling all lr 500 ml bags with lot y270066 from our storeroom. We immediately replaced our hanging bags with that lot number with new ones from a different lot.